Event description:
In this event, melting occurred at the usb connection between charger and usb cable to power adapter. The user charged the hearing aids overnight laying on the bathroom sink; the next morning they noticed the melting at the usb cable and the charger. There was no injury and no medical intervention reported investigation findings: results of technical investigation showed local heat damage near usb receptacle (nothing was observed that would indicate fire); the device enclosure and cable insulation is warped and discolored, consistent with exposure to heat. Chloride based corrosion products are observed near the usb cable. The presence of corrosion in the usb cable connector can be sufficient to form a short circuit resulting in local heating near the usb receptacle. Findings support the suspected root-cause that a short circuit developed in the usb connector or usb receptacle due to corrosion. Corrective and preventative actions have now been implemented and documented in a CAPA. Preventative action was taken to reduce the portable charger's maximum battery capacity from 100% to 80% to prevent extensive battery reactions during battery short-circuit. Preventive measure was verified to be effective in further reducing the possibility and sufficient energy to cause severe melting cases. No further root causes have been identified.

Manufacturer narrative:
We were made aware that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submission. (Submitted on 04/13/2023) distributor, importer and manufacturer are under the ws audiology compliance system.